Manufacturer narrative:
H3: product analysis # (B)(4): product: 6642007, lot: kh18a103 visual and microscopic examination confirmed that the tab of the extender was bent. This type of damage is consistent with bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l3/4 transforam inal lumbar interbody fusion due to l3/4 lateral canal stenosis. It was reported that whenusing the ab compressor on the left side, compressor a was attached to the l3 screw, but the driver could not be inserted. It was suggested that the tab might be bent, so an attempt was made to remove it, but it could not be extracted. After forcibly removing it with a hammer, the tab extender came out still stuck in compressor a. The remaining screw tab was broken off with pliers after final tightening. There were no patient symptoms reported. There were no fu rther complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.